Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited an error code on programmer screen, and capture of data was not recovered. Evaluation of error code indicated a power on reset (por) occurred. Suspect device recovered successfully and the ipg remains in use. No patient complications have been reported as a result of this event.